Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
(B)(6) received a medwatch report that stated, "blood leak at beginning of plasmapheresis treatment. This is the 3rd occurrence with the same lot number of tubing. The leak was at the same location in all 3 tubing sets." Injury was indicated, although no details were provided on the report. Maude report number mw5108685 patient information is not available at this time. The disposable set is not available for return for testing.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Event description:
Terumo bct received a medwatch report that stated, "blood leak at beginning of plasmapheresis treatment. This is the 3rd occurrence with the same lot number of tubing. The leak was at the same location in all 3 tubing sets." Injury was indicated, although no details were provided on the report. Maude report number mw5108685 patient information is not available at this time. The disposable set is not available for return for testing.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found three reports for similar issues on this lot worldwide. Two of which originated from the same customer site. The same customer site is also reported under MDR 1722028-2022-00182, the remaining issue was not reportable to the FDA. Investigation is in process, a follow-up report will be provided.

Event description:
Terumo bct received a medwatch report that stated, "blood leak at beginning of plasmapheresis treatment. This is the 3rd occurrence with the same lot number of tubing. The leak was at the same location in all 3 tubing sets." Injury was indicated, although no details were provided on the report. Maude report number mw5108685 patient, customer, device and disposable set information remains unknown since the customer declined to include on the report submitted to terumo bct via the FDA's medwatch program. The disposable set is not available for return for testing.

Manufacturer narrative:
This report is being filed to provide additional information in e.1 and e.3 and corrected information in b.5. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found three reports for similar issues on this lot worldwide. Two of which originated from the same customer site. The same customer site is also reported under MDR 1722028-2022-00182, the remaining issue was not reportable to the FDA. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause for the patient injury could not be determined but may be due to: patient pre-existing condition unknown event that occurred to the patient that led to injury a disposable kit leak cause for the leak could not be determined but it is likely due to one or a combination of the possible causes listed below: error in manufacturing welding of channel port to channel vinyl error in manufacturing assembly of an insufficient bond of channel tubing to a port incompletely loaded channel resulting in strain on a channel port bond.

Event description:
Terumo bct received a medwatch report that stated, "blood leak at beginning of plasmapheresis treatment. This is the 3rd occurrence with the same lot number of tubing. The leak was at the same location in all 3 tubing sets." Injury was indicated, although no details were provided on the report. Maude report number mw5108685 the disposable set is not available for return for testing.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found three reports for similar issues on this lot worldwide. Two of which originated from the same customer site. The same customer site is also reported under MDR 1722028-2022-00182, the remaining issue was not reportable to the FDA. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause for the patient injury could not be determined but may be due to: patient pre-existing condition unknown event that occurred to the patient that led to injury a disposable kit leak cause for the leak could not be determined but it is likely due to one or a combination of the possible causes listed below: error in manufacturing welding of channel port to channel vinyl error in manufacturing assembly of an insufficient bond of channel tubing to a port incompletely loaded channel resulting in strain on a channel port bond

Event description:
Terumo bct received a medwatch report that stated, "blood leak at beginning of plasmapheresis treatment. This is the 3rd occurrence with the same lot number of tubing. The leak was at the same location in all 3 tubing sets." Injury was indicated, although no details were provided on the report. Maude report number mw5108685 patient, customer, device and disposable set information remains unknown since the customer declined to include on the report submitted to terumo bct via the FDA's medwatch program. The disposable set is not available for return for testing.